Event description:
Customer reported that the ventilator was cycling on a pt and the pt was taken off the ventilator to perform suctioning. The ventilator was put back on pt when the ventilator started to pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The ventilator was taken to the biomed dept. The fse discovered that both pressure transducer were defective. The fse replaced both pressure transducer, calibrated and performed functional checks. The ventilator passed all test and performed to all MFR's specifications.